Manufacturer narrative:
Returned device is currently undergoing engineering evaluation.

Event description:
Revision of reverse shoulder implants due to disassociation of the adapter plate from the stem.